Event description:
Title: xxxxx. Event desc: infant on .03l of wall 02 via a pediatric flow meter, with a spo2 of 99-100%. Weaned to 21% o2 - wall o2 turned off. Discovered a mild - flow through nasal cannula while in off position. When placed in 21%, without nasal cannula, spo2 = 65%. Pt was immediately placed back on o2 to recover to spo2. Respiratory therapy notified; pediatric flow meter removed and replacement out in. What was the original intended procedure? Deliver pt o2. Device usage problem: device malfunction - that is, the device did not do what it was supposed to do.

Manufacturer narrative:
Amvex is waiting for the device to come back for eval. This device is not classified as paediatrics or neonatal flowmeter. On (B)(4) 2011, amvex customer service rep has spoken to (B)(6) on the phone and notified her to return the device to amvex for eval. A f/u email with instructions was sent to (B)(6) on the same day of (B)(6) 2011. On (B)(4) 2011, another email was sent to (B)(6) to f/u if the product is returned. The product is not returned yet.